Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02254, for the other associated device information. It was reported to boston scientific corporation that two radial jaw 3 single-use biopsy forceps were used during a gastroscopy procedure performed on (B)(6), 2010. According to the complainant, upon the first attempt the physician tried to advance the radial jaw 3 single-use biopsy forceps in a closed position through the working channel of the scope and resistance was felt. The forceps were withdrawn from the scope and it was visible that the needle of device was bent. A second device was opened and removed from the package and upon inspection the physician noticed that the needle of the device was bent. The procedure was completed with a third radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found the needle bent. Functionally the device jaws would open however, the bent needle would not allow proper jaw closure. The condition of the returned incident device was consistent with the complaint; needle bent. It was concluded that the device may have been used beyond its design limitations. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02254, for the other associated device information. It was reported to boston scientific corporation that two radial jaw 3 single-use biopsy forceps were used during a gastroscopy procedure performed on (B)(6), 2010. According to the complainant, upon the first attempt the physician tried to advance the radial jaw 3 single-use biopsy forceps in a closed position through the working channel of the scope and resistance was felt. The forceps were withdrawn from the scope and it was visible that the needle of device was bent. A second device was opened and removed from the package and upon inspection the physician noticed that the needle of the device was bent. The procedure was completed with a third radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)